Manufacturer narrative:
Device not returned. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 5.0 pump inserted in the right axillary without any problems. The patient lost an estimated 500ml of blood and red blood cells (rbcs) was administered but the amount is unknown. Hematoma was observed at the insertion site, so a surgical removal of the hematoma was made.